Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra2 meter would not turn on. The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. The alleged issue reportedly first occurred on ten days earlier at around 6:30 am and as a result, the patient reportedly did not make any changes in regards to her diabetes management. About 12 days after the issue, the patient reportedly developed symptoms of shaky, dizzy and numb hands but did not seek medical treatment. The patient normally tests about three times a day and takes pills to manage her diabetes. She currently takes 1000 mg metformin and 5 mg glyburide. At the time of troubleshooting, it was discovered that the meter would not power on when inserting the test strip into the test strip port. This was not a new out of box product and there was no meter trauma. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The patient claim that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.